Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed occlusion which was reproduced. A review of the event history log identified a single downstream occlusion alarm, however the pump was found to not detect the presence of downstream occlusion as designed. The reported condition was verified as a failure to detect a downstream occlusion. Visual inspection found the cause was an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed occlusion during an unspecified process step. There was no patient involvement. No additional information is available.